Manufacturer narrative:
There were no scrolling numbers and no unresponsive buttons noted on the insulin pump. All buttons function properly; however, the insulin pump had moisture on the keypad traces. The pump had broken battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticking and when he tried to set a bolus, the numbers kept scrolling on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.